Event description:
The customer called lfs in 2002 alleging that the customer's one touch basic meter would not turn on. Per ccr, the following information was documented: --customer could not take the customer's blood test due to meter not turning on.--the customer became shaky and passed out. Spouse took the customer's to the hospital and the customer was treated with insulin.--a reading of 312 is documented (unclear if on customer's meter or hospital reading.)